Manufacturer narrative:
The device was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia, diabetic ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5/page 42- warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7/page 96- warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 121- warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient¿s blood glucose (bg) reached 406 mg/dl and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. She went to see her doctor who diagnosed her with diabetic ketoacidosis. They placed her on an infusion of insulin, electrolytes and given some training. The doctor also increase the patient temporary basal rate until her bg levels decreased to normal levels. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg (blood glucose) levels. The received device had the cannula assembly fully deployed. The extended portion of the cannula displayed no abnormalities that would contribute to dislodging. Although no abnormalities were observed, a root cause for the reported event could not be determined.